Event description:
It was reported that the device would not load a clip, device never fired or used on pt. Procedure: lap cholecystectomy. No pt consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 8 conforming clips, and the advancer bypassed 1 clip causing a pear shaped clip. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.